Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications (bronchial anastomotic stenosis, atelectasis, subcutaneous emphysema, prolonged air leak, pneumonia and pulmonary embolism) described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Patient demographics. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Citation: ann thorac surg 2019;108:211¿8. Doi: https://doi.org/10.1016/j.athoracsur.2019.02.028.

Event description:
It was reported via journal article: "title: robotic bronchial sleeve lobectomy for central lung tumors: technique and outcome". Author: wenjie jiao, md, phd, yandong zhao, md, tong qiu, md,yunpeng xuan, md,xiao sun, md, yi qin, md, ao liu, md, tianyi sui, md, and jian cui, md. Citation: ann thorac surg 2019;108:211¿8. Doi: https://doi.org/10.1016/j.athoracsur.2019.02.028. This retrospective study mainly focuses on the techniques of robotic bronchial sleeve lobectomy, especially bronchial anastomosis, and postoperative outcomes. Between october 2014 and march 2018, 67 patients (age, 54.6+21.5 years, male n=55 and female n=12) who underwent robotic bronchial sleeve lobectomy. Bronchial anastomosis between the proximal main bronchus and the distal lobar was applied with half continuous suture technique with the use of two 3/0 prolene sutures (ethicon). A sealing test was performed to confirm there was no leakage after completion of the anastomosis. The following post-operative complications were reported: bronchial anastomotic stenosis (n=1), atelectasis (n=1), subcutaneous emphysema (n=2),prolonged air leak > 7 days (n=2), pneumonia (n=1) and pulmonary embolism (n=1). Bronchial stenosis required endotracheal interventional laser ablation and the cases of atelectasis required bronchoscopy. Robotic bronchial sleeve lobectomy and the novel anastomotic technique are both feasible and safe for carefully selected patients.